Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: reason for explant is currently unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5091910) that a female patient who underwent an unknown procedure with mentor smooth round moderate profile 300cc saline breast prostheses suffered from unspecified complications. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the 2nd of two breast prostheses.